Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. A pulsed field ablation (pfa) procedure was performed to complete the pulmonary vein isolation. A postmap was obtained and it was then noticed that the patient's blood pressure dropped, the cardiac shadow was not moving properly and echo was applied to confirm an effusion. A drainage was performed to pull out the blood. The patient stabilized and was kept for observation. The patient was discharged from the hospital successfully.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion and cardiac tamponade are known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to cardiac arrest and cardiac trauma. The IFU warns about the caution when advancing, retracting or otherwise manipulating system components to avoid damaging tissue or vessels or interfering with previously implanted medical devices. There is no evidence that any updates to the document are required at this time. Risk review: a risk review performed for the farawave device confirmed that the events of cardiac tamponade, pericardial effusion and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of pericardial effusion and cardiac tamponade are known inherent risks of the farawave device. Pericardial effusion and cardiac tamponade are expected procedural complications addressed within the IFU for the farawave catheter. It was determined that hypotension is a consequence from the event. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. A pulsed field ablation (pfa) procedure was performed to complete the pulmonary vein isolation. A post-map was obtained and it was then noticed that the patient's blood pressure dropped, the cardiac shadow was not moving properly and echo was applied to confirm an effusion. It is highly possible that a tamponade has occurred when beat was inserted into the cs from the leg. A drainage was performed to pull out the blood. The patient stabilized and was kept for observation. The patient was discharged from the hospital successfully.